Event description:
Philips received a complaint by a biomedical engineer (bme) on the v60 indicating that a new touchscreen was needed following preventive maintenance (pm). It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per the good faith effort (gfe) response received, the touchscreen was not responding to touch. The bme performed touchscreen calibration, but the issue remained. The bme then attempted to use another touchscreen from a nearby device, but the broken screen did not work properly when the bme performed the swap. The bme returned the screens to their devices. The investigation is ongoing.